Event description:
It was reported that during a cardiac ablation procedure using the catheter, there was a signal loss on electrode eight after the first ablation. Attempts to resolve the issue by replacing the pin-cable and connecting cable were unsuccessful. However, exchanging the catheter resolved the problem. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot 0012446767 and data files were returned and analyzed. The log files were analyzed for the event date. The log files did not show any system error on the reported event date. Visual inspection was performed, the catheter appeared intact without any visible issues. The shape of the array appeared normal, with no unusual features. The capture device has a normal shape, showing no damage or unusual features. No guidewire was received with the returned catheter. The catheter was connected to the test cic (catheter interface cable) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The catheter was connected to the breakout box, and impedance was measured between electrodes 1 to 9 and the corresponding pins (e-1 to e-9) on the breakout box. The measurement showed an open circuit between the connector and electrode #8. Mechanical verification of steering and slide mechanisms was performed. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. Data from the catheter identification chip confirmed the catheter was programmed for clinical use, with the lot and serial numbers matching those indicated on the handle. Data from the catheter identification chip confirmed the catheter was programmed for clinical use, with the lot and serial numbers matching those indicated on the handle. The functional test was not performed due to the anomaly present on the returned device. X-ray imaging was used to verify if the catheter had any broken wires inside. It revealed that an electrode wire was broken inside the shaft at 211 inches from the electrical connector. Upon dissection of the catheter, it was confirmed that the electrode wire #8 was broken within the shaft, approximately 11 inches from the electrical connector. In conclusion, the reported ECG (electrogram) signal issue was confirmed through testing. The catheter failed the returned product inspection due to a broken electrode wire inside the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.